Event description:
Massimo hand held pulse oximeter (rad 57) would not work to provide heart rate or saturation during resuscitation. Probe replaced and moved several times without accurate numbers. Heart rate was > 120 registered 60.